Manufacturer narrative:
Summary of evaluation: evaluation results received from the MFR indicate this event would not be associated with the device but rather would be attributed to misuse of the device.

Event description:
The tcu electrode bent and cannot be fit into the disposable cannula. This event did not occur during a surgical procedure.